Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient passed away and wife reported that she received a letter stating to return the recalled device. There was a report of serious or permanent harm or injury. No medical intervention was specified. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in section b, in section d and in section h. The following correction has been updated in this report. In section b: adverse event/product problem and outcomes attributed to ae has been corrected. In section d: product UDI has been updated. In section h: component code grid has been corrected.